Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The field service engineer (fse) evaluated the device, confirmed and duplicated the reported problem. The fse replaced the cpu resolve this issue. Performed touchscreen calibration. Unit successfully passed performance verification and is ready for use. The cpu board was return for analysis. Root cause was isolated to the piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device gave a check vent - backup alarm failed message. There was no patient involvement.